Event description:
It was reported that the right side lights on the universal battery charger device were not working. It was further reported that the device was potentially not charging the battery devices. The event did not occur during surgery. An identical spare device was available for use. There was no patient involvement. There were no injuries; no medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not charge the battery devices. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to electronic component failure due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.